Manufacturer narrative:
An event regarding pain and altr involving a accolade stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The solicitor's letter reports that, as a result of osteoarthritis, the male patient was implanted with a right mitch trh acetabular cup, a mitch trh modular head and an accolade v40 femoral stem on (B)(6) 2009 at age (B)(6). The letter further reported that the patient made a slow recovery from his operation and he was back to normal activities within 6 months although he was taking more care with these activities. In (B)(6) of 2010 the patient began to suffer from pain and discomfort in his right groin with movements being painful at the extreme and that he has continued to suffer with pain and discomfort. Soft tissue imaging performed in (B)(6) 2012, does not show any evidence of an adverse reaction to metal. The solicitor's correspondence also reports that on (B)(6) 2014 blood tests showed normal levels for chromium at 3.016 ppb and cobalt at 4.36 ppb. On (B)(6) 2014 the patient underwent blood tests to confirm his blood metal ion levels and they were reported to show chromium 7.07 ppb and cobalt 8.01 ppb which are above the 7 ppb level referred to by the (B)(4) in relation to mom hip replacements. The letter further reports that the patient now has a failing right metal-on-metal hip replacement which is causing him to suffer adverse reaction to metal debris. The patient is awaiting a further MRI scan of soft tissue which may inform his future management and may include revision surgery.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat #mac-9988-4854, lot # fm094580, description: std mitch trh cp sz 48/54, manufacturer: (B)(6). Cat # mmh-9988-0448, lot # fm063626, description: mitch trh md hd sz 48-4, manufacturer: (B)(6). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
The solicitor's letter reports that, as a result of osteoarthritis, the male patient was implanted with a right mitch trh acetabular cup, a mitch trh modular head and an accolade v40 femoral stem on (B)(6) 2009 at age (B)(6). The letter further reported that the patient made a slow recovery from his operation and he was back to normal activities within 6 months although he was taking more care with these activities. In (B)(6) 2010 the patient began to suffer from pain and discomfort in his right groin with movements being painful at the extreme and that he has continued to suffer with pain and discomfort. Soft tissue imaging performed in (B)(6) 2012, does not show any evidence of an adverse reaction to metal. The solicitor's correspondence also reports that on (B)(6) 2014 blood tests showed normal levels for chromium at (B)(6) ppb and cobalt at (B)(6) ppb. On (B)(6) 2014 the patient underwent blood tests to confirm his blood metal ion levels and they were reported to show chromium (B)(6) ppb and cobalt (B)(6) ppb which are above the (B)(6) ppb level referred to by the (B)(6) in relation to mom hip replacements. The letter further reports that the patient now has a failing right metal-on-metal hip replacement which is causing him to suffer adverse reaction to metal debris. The patient is awaiting a further MRI scan of soft tissue which may inform his future management and may include revision surgery.